Event description:
A report was received that the patient underwent a procedure to fix a wire that was poking out of the patient¿s head. It was also reported that the device was not functioning and the patient needed to undergo another surgery. No further information can be obtained.